Event description:
It was reported that stent damage occurred. During unpacking of a 3.50 x 38 synergy drug-eluting stent, it was noted that the stent wire and the catheter were bent. The procedure was completed with another of the same device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ii us mr 3.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed; and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During unpacking of a 3.50 x 38 synergy drug-eluting stent, it was noted that the stent wire and the catheter were bent. The procedure was completed with another of the same device.